Event description:
As reported, approximately fifteen days post initial left side tha, this (B)(6) female patient was dislocating so surgeon had to go back in and revise to a different liner. The patient had a 48 alteon cluster cup in and rep gave surgeon a g4 36 10 face changing liner lateralized to help with stability. Sales rep gave surgeon the wrong liner. Therefore, patient had to be revised due to having the wrong liner. Surgeon took out our liner which was the wrong one and out in a competitor's cup. There was no breakage of device. There was a 30-45 mins surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to the hospital has it in their possession.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately fifteen days post initial left side total hip arthroplasty, this 69 y/o female patient was dislocating so surgeon revised the patient to a different liner. The patient had a 48 alteon cluster cup in and rep gave surgeon a g4 36 10 face changing liner lateralized to help with stability. Sales rep gave surgeon the wrong liner. The patient had to be revised due to having the wrong liner. Surgeon took out our liner which was the wrong one and out in a competitor's cup. There was no breakage of device. There was a 30-45 mins surgical delay/prolongation, with no reported medical events. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to the hospital has it in their possession. No additional information. The liner was not actually given to the surgeon by the rep, the device is passed thru the scrub tech. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical event cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and possibly surgical device selection. These devices are used for treatment not diagnosis.